Event description:
It was reported ongoing occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.